Event description:
It was reported that the atrial signal was oversensed on the ventricular channel due to rv lead dislodgement. When lead repositioning was unsuccessful the lead was explanted and replaced. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.